Event description:
It was reported to philips that the battery (lot 18229-0052-p) was dead. The customer stated the battery failed on the cadex charger with a "fail 160 bad fuse or driver" message. Furthermore, the customer confirmed that the cadex base unit and adapter worked fine with other batteries. There was no patient involvement.

Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit was faulty due to a charge fet fault, resulting in the fuse f1 being open. Additionally, a failure in the analog front-end (afe_c) activation was also identified. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 18229-0052-p) was dead. The customer stated the battery failed on the cadex charger with a "fail 160 bad fuse or driver" message. Furthermore, the customer confirmed that the cadex base unit and adapter worked fine with other batteries. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery (lot 18229-0052-p) was dead. The customer stated the battery failed on the cadex charger with a "fail 160 bad fuse or driver" message. Furthermore, the customer confirmed that the cadex base unit and adapter worked fine with other batteries. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was unable to charge in either the mrx unit or cadex charger. Furthermore, the battery failed to trickle-charge in the cadex charger and yielded an error code ¿fail 160 ¿ bad fuse or driver¿. Upon conclusion of the analysis, it was verified that the battery was faulty.